Event description:
It was reported that every time the patient went through mall security, they would get ¿zapped.¿ it was noted the patient learned to turn off their implantable neurostimulator (ins) when going through the security gate. Five days later, it was stated the patient was very happy with their therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).